Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right ventricular (rv) lead exhibited an high out-of-range (oor) shock impedance of 186 ohms. A physician decided to cap the rv lead and will use coil to can. Boston scientific technical services (ts) discussed with a field representative that the patient will be brought for defibrillation threshold (dft) test. Further investigation was performed, however no additional information is available at this time. This rv lead was reported to be surgically abandoned and no longer in service. No adverse patient effects were reported.